Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was beeping for two alerts due to a failed carelink transmission and a right ventricular lead integrity warning. There was suspected intermittent t-wave oversensing. The lead and device remain in use. No patient complications have been reported as a result of this event.